Manufacturer narrative:
Explant was reported due to aortic insufficiency, degenerative, stenosis and one of the leaflets being rigid and without movement. The pannus seen at explant was confirmed. There was pannus on the outflow of leaflets 1 and 3. Leaflet 2 was torn. No inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019, structural valve degeneration was reported. On (B)(6) 2019, the valve was explanted. Indications for explant are reported as severe aortic insufficiency, moderate mitral insufficiency, moderate tricuspid insufficiency, degenerative, stenotic, and one of the leaflets was rigid without movement seen on echo. During the explant procedure, pannus was also observed on the device. A competitor's 20mm ats device was successfully implanted. The patient is reported to be stable.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2016, a 23mm trifecta valve was implanted. On (B)(6) 2019, structural valve degeneration was reported. On (B)(6) 2019, the valve was explanted. Indications for explant are reported as severe aortic insufficiency, moderate mitral insufficiency, moderate tricuspid insufficiency, degenerative, stenotic, and one of the leaflets was rigid without movement seen on echo. During the explant procedure, pannus was also observed on the device. A competitor's 20mm ats device was successfully implanted. The patient is reported to be stable.